Event description:
Per the audiologist's report, this pt underwent a revision surgery in the late 1990's to correct the migration of the receiver/stimulator. The pt performed well with the implant for some time until recently when voices sounded distorted 2-3 times/week. External equipment was exchanged but this did not help the problem. Integrity testing performed in 2006 was consistent with normal receiver/stimulator function, but showed possible electrode array anomalies. The surgeon will explant the device and reimplant the pt with a new implant. The surgery date has not been reported.

Manufacturer narrative:
This type of event is addressed in the device labeling.